Event description:
A malfunction alarm was reported with a displayed code of malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was unable to reset the pump at the time of the call, and contact technical support provided information on resetting the pump. The customer planned to follow up and mentioned not having a backup therapy.